Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device; the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies; design or quality concerns. Therefore no corrective actions are taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The professor experienced resistance when he tried to advance other coils after detaching several codman coils. So he inspected the microcatheter used in the procedure and he found out a thin string came out from inside the microcatheter. He thinks this can be the material of low-density polyethylene which melts when the coils are being detached. But the coil is inside the patient and the delivery system was discarded because he just stored the microcatheter and inspected it later. A picture that shows the string that came out from the microcatheter was sent.